Event description:
It was reported by the patient that the remote monitor would not complete the telemetry phase of the transmission. Technical services provided assistance by directing the patient's family member to disconnect the power and phone cord, reset the switches and try again. The start button was pressed and the remote monitor began to read the device. Further investigation indicates that the monitor has since then sent successful transmissions. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor would not complete the telemetry phase of the transmission. Technical services provided assistance by directing the patient's family member to disconnect the power and phone cord, reset the switches and try again. The start button was pressed and the remote monitor began to read the device. Further investigation indicates that the monitor has since then sent successful transmissions. The monitor was returned to the manufacturer. There were no reported patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor would not complete the telemetry phase of the transmission. Technical services provided assistance by directing the patient's family member to disconnect the power and phone cord, reset the switches and try again. The start button was pressed and the remote monitor began to read the device. Further investigation indicates that the monitor has since then sent successful transmissions. The monitor was returned to the manufacturer. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device was analyzed and no anomalies were found.